Event description:
Ami was contacted that a patient was asleep using a tap 2 appliance and woke up and noticed that the hook was broken and cannot locate the missing part.

Manufacturer narrative:
Investigation has been initiated to determine the cause of the broken hook.